Event description:
The customer reported via phone call that he had a issues with the infusion sets not sticking. Customer stated that his blood glucose went up to 600 mg/dl because the set will pull out while he was at work and a couple times, he did not have an extra set. Customer stated that it was not a set issue but it was a lifestyle issue because the sets get pulled out at work.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.